Event description:
It was reported that a new was used in a vats lobectomy case. The performance of the first firing was good. However, after reloading the device, it could not close and fire. So the surgeon opened another stapler to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: one device was returned opened, with no visual non-conformances. The device was returned loaded with an unfired cartridge that had the surface damaged. No functional test could be performed as the clamping mechanism was damaged. The device was disassembled to verify the condition of the internal components, and the yoke - where engages with the closure tube - was damaged not allowing the device to close; no other anomalies were noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.